Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 321mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
No unexpected no delivery or auto off alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. The device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. No unexpected calibrate error, lost sensor alarm or any sensor alarm anomaly during testing noted. The device had minor scratched lcd window and cracked reservoir tube lip.